Manufacturer narrative:
Section d1 brand name corrected. Section d4 catalog number was corrected.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report represents the pump. Another report was submitted to represent the automated impella controller. Refer to section h.10 for the related report number.

Event description:
It was reported that a patient implanted with an impella cp experienced thrombotic thrombocytopenic purpura. Later, the patient was successfully weaned from the pump and survived.

Manufacturer narrative:
No product returned. The cause of the thrombocytopenia was not determined due to insufficient clinical details. The device passed all post sterile inspection checks.